Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22.1 mmol/l (397.8 mg/dl) while wearing the pod on their abdomen for an unknown duration. The patient expressed difficulties using the insulin pump system due to the need to keep the controller nearby. The patient reported workplace challenges, as their uniform does not have pockets, making it difficult to consistently keep the controller close, leading to possible communication gaps during work. The patient described an incident that occurred on (B)(6), during which blood glucose levels continued to rise despite multiple correction boluses. Symptoms worsened and included vomiting and high ketones measured at 6.4, resulting in ambulance transport to the hospital. At the hospital, the pod was removed and the patient was treated with intravenous fluids and an insulin drip, after which their condition stabilized. While hospitalized, frequent blood tests were performed, and potassium was also administered. The patient was discharged from the hospital on (B)(6).